Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 259 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. While checking the history files, it was observed that no insulin was delivered on the day prior to the event. The customer's nurse did not know why insulin delivery had been suspended on that day. During the prime test, it did not appear that insulin was delivered accurately. The prime test was repeated with a new infusion set, and the prime test passed. The high pressure test passed. The customer's nurse reported that the customer's blood glucose levels were high for two days prior to the event, but the customer did not know that he needed to take additional insulin to treat for the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.